Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported gantry movement after laser assisted cataract surgery. There was down movement in both directions of joystick movement. The remaining cases were cancelled.

Manufacturer narrative:
The company representative tested the system and was able to confirm the movement issue. The company representative found a mark on the cable, where it was getting snagged. The cables were reseated and the issue was resolved. The company representative also reviewed the control points on glass, and adjusted oct settings so control points were hitting glass patient interface (pi) where they should be. The gels were cut, the oct settings were checked and the power objective was confirmed to be functioning as expected. The system was then tested and met all product specifications. The root cause of the reported event can be attributed to a nonconforming gantry motor cable. The manufacturer internal reference number is: (B)(4).